Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the non-olympus main lamp was damaged. The non-olympus lamp life meter read over 500 hours; lamp expired. In addition, the old version main switch needed to be upgraded, and the there was a bad scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source had no light with clicking. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
The customer reported to olympus, the visera elite xenon light source had no light with clicking. The issue was found during preparation for use. The unit was located in a clinic and not an operating room, therefore no procedure was being performed. The customer had three other units available in the clinic and used another unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the customer reported to olympus, the visera elite xenon light source had no light with clicking. The issue was found during preparation for use. The unit was located in a clinic and not an operating room, therefore no procedure was being performed. The customer had three other units available in the clinic and used another unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no light with clicking nose occurred due to a damaged lamp however, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿instructions visera elite xenon light source/olympus clv-s190 chapter 6 lamp replacement 6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp md-631¿ olympus will continue to monitor field performance for this device.